Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the modified kugel hernia patch (device 2). Additional supplemental emdr¿s were submitted to represent the modified kugel hernia patch (device 1) and bard flat mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2011 - patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with implant of modified kugel hernia patch (device 1 and 2). Per op notes, ¿on the right inguinal region, a large direct hernia defect was noted with bowel contents in scrotum were reduced. A modified kugel hernia patch (device 1) was placed and sutured. On the left inguinal region, a direct hernia defect was noted and reduced. A modified kugel hernia patch (device 2) was placed and sutured¿. On (B)(6) 2014 - patient was diagnosed with recurrent left inguinal hernia thereby underwent laparoscopic repair with excision of modified kugel hernia patch (device 2) and implant of bard flat mesh (device 3). Per op notes, ¿the previous mesh (device 2) was stuck in incision site and curled up and not covering the defect. A new defect was identified over this. The hernia sac was reduced. The prior mesh (device 2) was excised. A bard flat mesh (device 3) was placed and tacked.¿ on (B)(6) 2017 - patient was diagnosed with adhesions and mesh protrusion on right groin thereby underwent laparoscopic repair with excision of modified kugel hernia patch (device 1). Per op notes, ¿the old mesh (device 1) on the right groin was protruded into abdominal cavity and stuck in the bowel. The old mesh densely adherent to bowel was taken down. The mesh stuck in the bowel was separated. The old mesh (device 1) was excised and sutured.¿